Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 425cc saline catalog #3542670 lot #5854275 sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor siltex round moderate profile 425cc saline breast prostheses. The customer reported that the right breast prosthesis had deflated. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 325cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained fluid with a clear appearance. No foreign material was observed within the device. White material was observed on the shell surface. During the visual examination, the product evaluation team (pe) noted that the device appeared intact. Leak testing was performed in accordance with mentor procedures and revealed one leakage; a rent measuring approximately 0.1 cm, discovered on the posterior aspect. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. As such. Pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the root cause of the material observed on the shell surface. Per a database query, this is the only reported complaint of infection against this lot number 5724835. The device history record (DHR) of lot number 5724835 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).